Event description:
This spontaneous case was received on (B)(6) 2014 from a consumer and concerned about a female patient of unknown age. The patient's medical history and concomitant medications were not reported. On an unknown date, the patient was injected with sculptra (poly-l-lactic acid) for the treatment of an unknown indication. The batch number used and expiry date were not reported. On an unknown date, after injecting sculptra, the patient had several lumps on face. The reporter did not provide a causality assessment. A follow-up was sent to reporter to collect additional information. At this time, the reporter had not responded yet. Therefore, no additional information or details were available at the time of this report. Follow up information was received on (B)(6) 2014 from the patient. No additional information or details were available at the time of this report. Additional information was received on (B)(6) 2014 from the patient. It was reported that the patient felt as if there were marbles under face. The patient was very concerned and upset and inquired whether any surgery was required to remove the lumps. The outcome of the event was not recovered. The reporter inquired as what could be done to get rid of the events and insisting for a reply. No additional information or details were available at the time of this report, narrative amended accordingly. For reference purposes only, this follow-up case has also been assigned the following tracking numbers: (B)(4) . Follow up information was received on (B)(6) 2014 from the quality department with the complaint conclusion. According to the investigation results, no quality issues have been identified in the batches released for the market. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4). Additional information was received on (B)(6) 2014 from the patient. Patient details were updated. On an unknown date, it was reported that "the patient was injected in the jaw line, where the crease above your upper lip and where your nose is." The patient reported, "both sides of the face feel like a bag of marbles." The patient had two rather large bumps under the right eye and one was reported close to the eye. The patient had a "lump on the left side of the nose and face where the nose creases." The patient also had a lump in the "middle of the face where your teeth come together, where the jaw line is." The patient reported that it hurt to lay on the side of the face; the event woke up the patient at night and she felt fatigue all the time. The reporter stated that "the pharmaceutical representative did the injection, not the physician, for the training." The outcome of the events pain and itching was not resolved and getting worse while the event fatigue was unknown. No further information was available at the time of this addendum report. Follow up attempt was made on (B)(6) 2014. For reference purposes only, this follow-up case has also been assigned the following tracking numbers: (B)(4) . Additional information was received on (B)(6) 2014 from the patient. No relevant information was provided with this addendum. Additional information was received on (B)(6) 2014 from the patient. No relevant information was provided with this addendum. Additional information was received on (B)(6) 2014 from the patient. The patient recently, three week prior to report, had two of the lumps on her face surgically removed. She is also having another procedure to remove 2-3 more lumps in (B)(6) 2014 and as she heals from each procedure, she will schedule to have 2-3 more of the lumps removed. This case was upgraded from non-serious to serious by a valeant drug safety physician; the event implant site mass required intervention. Additional information could not be requested fro this case due to lack of physician's or patient's contact details.